Event description:
It was reported that during a left internal carotid artery (lica) stenting procedure, the xact stent was misplaced resulting in a partially covered lesion. A 9x28mm omnilink biliary stent was placed, successfully covering the lesion. There was no adverse patient sequela and one day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device evaluation: the device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). Correction: product problem.